Manufacturer narrative:
Replace both acb (anesthesia computer board) & power management board (pmb) to fix the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported mechanical mode ventilation is not available with an error message of "ventilate manually". There was no reported patient involvement.